Event description:
It was reported that the device beeping after it was turned off and already tried replacing a number of different parts. There was no patient involvement. Bd received additional information. It was reported that the device displayed error code 133.6080. Bd technical support engaged with the customer and explained that the alarm/error code was due to faulty backup speaker. The customer reportedly replaced the backup speaker and logic board; no battery issues reported at the time. The customer was advised to plug in and charge the device for a couple of hours and see if error still occurs. It was also suggested to run battery conditioning task to re-establish the battery capacity. The customer was advised to repair/replace the logic board if continued error re-occurs.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.